Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving preservative free normal saline (1 ml/ml at 0.048 ml/day) via an implanted pump. The pump was previously delivering hydromorphone (180 mcg/ml and an unknown dose) and bupivacaine (10 mg/ml at an unknown dose). The patient¿s medical history included anxiety, arthritis, asthma, dvt (deep vein thrombosis) left arm, thyroid disease, polycystic ovarian disease, endometriosis, no smoking, and no alcohol. The patient¿s concomitant medications were zyrtec, nexium, norco, singular, movantik, and inderal. The indication for pump use was non-malignant pain. It was reported that the patient noticed a fluid filled cyst which was confirmed by an MRI on (B)(6) 2018. A plastic surgeon explored the cyst on an unknown date and saw fluid collection at the site of catheter insertion, so aborted the surgery. The hydromorphone and bupivacaine were withdrawn from pump reservoir by the managing clinician on an unknown date and the pump was filled with preservative free normal saline and programmed to minimum rate. A follow-up CT was done on (B)(6) 2018 and the cyst was no longer visualized. The patient was taken to surgery on (B)(6) 2018. Upon exposing the spinal incision, no cyst was visualized. The spinal segment of the existing catheter was removed, and a new spinal segment was spliced at the spinal incision site onto the existing catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. With regards to the cause of the event it was noted ¿possible dura fistula vs pseudomeningocele vs catheter integrity; remains unknown¿. The issue was noted to be resolved and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body user related hole; catheter body kink observed. If information is provided in the future, a supplemental report will be issued.